Manufacturer narrative:
H3, h6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by sales rep via email on (B)(6) 2021, the email was received from a physician wife stating that, on (B)(6) 2021, the consumer had very strong irritation due to the fragment of lens tore while in consumer right eye. The follow up information was received on 03mar2021, physician stated that, patient had half lens left behind the right upper eye lid, which caused erosion of the entire cornea and conjunctival hyperemia. The symptoms are continuing.